Event description:
Findings: on (B)(6) 2024, a 67-year-old male presented to the clinic for repair of a retinal tear located at 12 o'clock near the equator (od eye). At presentation, visual acuity in this eye was 20/25. The retinal tear was treated with retinopexy using a laser indirect ophthalmoscope (lio) connected to a smart532 laser. Two weeks later, the patient complained of poor vision since the operation. Visual acuity in the affected eye was 20/200. On fundus examination, the treating physician reported multiple light phototoxic "burns" to the macula and was concerned about "an aberrant or a partially reflected burn from the indirect laser delivery device each time I delivered a burn to the tear". As detailed in additional findings, this cannot explain the incident.

Manufacturer narrative:
On nov 25, 2024, lumenis received an incident form for a smart 532 event that happened on (B)(6) 2024 where a patient was reported to have received small retina burns outside of the aiming beam during a retinal tear procedure. Initially this was considered a non-safety complaint as there was no mention of injury in the customer's original complaint and no risk was seen. It was closed as normal on (B)(6)2024 following a service visit which reported no serious injury and nothing wrong with the system. Only after receipt of the incident form from retina vitreous consultants of (B)(6), pa did we learn of a potential serious injury. As such, the comp was reopened on (B)(6)2024 as a safety complaint. Although the incident form states that the form was completed on (B)(6)2024 it was not forwarded to lumenis until 11/25/24. The event description from the returned incident form reads as follows; "many docs expressed difficulty with this laser. Difficult to get good treatment with indirect laser. This patient had laser to retinal tear and aberrant laser delivered to the macula causing vision loss." Although the clinic didn't want service and instead was looking for a replacement system, a ce was scheduled to go out and check the system anyway. His notes are as follows; "(B)(6); customer reported that patient had small retina burns outside of aiming beam. Tested lio on burn card, could not duplicate the reported issue. Verified lio and laserlink fiber throughput, verified laser power calibration at sma and fc ports. Customer does not trust the lio device. New lio will be ordered and replaced under a new work order. System meets specifications and is ready for use." Based on a new complaint for this system received on (B)(6)2024 (regarding a door interlock error) the customer is still using this system. They have not reported any further aiming beam issues or other problems. A follow up question to the ce regarding whether he replaced the lio for customer satisfaction or due to a problem with it finds the following: "I did not replace the lio, that was done by (B)(6) on a follow up call. The decision was made to replace it after discussing the issue with (B)(6) to make the customer happy, I couldn't find anything wrong with it." A review of the smart 532 (model ga-1005557 serial number (B)(6) DHR records showed that the system was manufactured according to relevant procedures, tested before release and shipped according to specifications. The system manufacturing date was 5/31/22 and the release date was 6/30/22. The installation date was 8/16/22. The clinical investigation was performed by (B)(6), the lumenis ophthalmic clinical director and found the following results: severity: 9 - permanent injury resulting in permanent impairment. Analysis: clinical evaluation. Findings: on (B)(6) 2024, a 67-year-old male presented to the clinic for repair of a retinal tear located at 12 o'clock near the equator (od eye). At presentation, visual acuity in this eye was 20/25. The retinal tear was treated with retinopexy using a laser indirect ophthalmoscope (lio) connected to a smart532 laser. Two weeks later, the patient complained of poor vision since the operation. Visual acuity in the affected eye was 20/200. On fundus examination, the treating physician reported multiple light phototoxic "burns" to the macula and was concerned about "an aberrant or a partially reflected burn from the indirect laser delivery device each time I delivered a burn to the tear". As detailed in additional findings, this cannot explain the incident. Additional findings: the treatment area (near the equator) is at least 5 optic disks away from the macula (where the treating physician observed the burns), i.e. At least 7.5 mm off the intended treatment area. Since the treatment was done with an lio, this type of mistargeting could not be due to malfunction of the laser device (the smart532). It cannot be due to malfunction of the lio either, since when using an lio the aiming beam path and the laser beam path are on the same optical path. Hence, by design the laser beams hits the same target as the aiming beam- unless the subject made a sharp movement of his eyes during a laser pulse. Indeed, the service engineer checked the laser device and the lio and did not find anything wrong with them. Hence, the only possible explanation of this injury is a user error due to lasing while the patient was moving his eyes during treatment. In email communication with the treating physician, he admitted that "in 32 years of practice this has never happened to me, but it is certainly possible". Root cause failure: in the risk analysis of the smart532 and accessories (doc. No. (B)(4), the closest risks corresponding to this case are #3.1.1 (hazard = inadvertent exposure, trigger = user error/misuse, hazardous situation= laser is left in "ready" mode after use, allowing accidental laser exposure) or #4.1.1 (hazard = incorrect targeting, trigger = user error/misuse, hazardous situation = incorrect connection or operation of delivery device), both caused by user error. Both risks have residual rpn of 9, where the severity is coded 9 ("permanent injury resulting in permanent impairment") and the probability is coded 1 ("less than 0.001%"). However, although extremely rare this could also occur as a result of the patient moving his eyes exactly at the precise moment where the treating physician already pressed on the firing button, making this incident unavoidable despite no user error. Due to the rarity of this event, this isolated case does not require changing the risk analysis file. Root cause: user error; not related to treatment/device. Possible effects: macular burn. Investigation conclusions: most likely, this incident was due to the patient moving his eyes during treatment with an lio. This is an extremely rare case which does not necessitate updating the risk analysis file or benefit to risk ratio. Due to the severity of the injury and per the decision tree determination, lumenis will report this event to the FDA as the manufacturer under MDR and as the importer under MDR #3020611964-2024-00004. Lumenis will continue to monitor the event and should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted. Lumenis is closing this complaint at this time. Complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4) and per post marketing surveillance procedure (doc no. (B)(4).